Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation summary: the image received cannot be used to perform a full imaging evaluation because it does not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the image provided for review. Gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: one radiographic jpeg image provided for evaluation. No name, date, or demographics on the image. Cannot manipulate the image in any way. (Window leveling, rotating, etc.) Cannot provide diameter or length measurements with jpeg images. All anotations and drawings on the image were completed before submitting to gore. It appears that the contrast pointed to by the pink arrow is located proximal to the 3 proximal device markers. Cannot confirm a type I endoleak with the image provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore excluder conformable aaa endoprosthesis and gore excluder aaa endoprostheses. Gore molding & occlusion balloon catheter was also used as an accessory. After deploying all stent grafts and inflating the balloon inside them, a proximal type I endoleak was observed on the trunk ipsilateral leg via contrast imaging. After another balloon inflation, a dissection occurred just below the right renal artery. Although no further treatment was performed, and the physician decided to follow up with the patient. The patient tolerated the procedure. The physician¿s comment: ¿the balloon may have been advanced too far proximally during the inflation.¿